Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
When operation room staff opened a package, the staff noticed seal of tyvek was not enough. (Some gap was observed). Though doctor thought product's sterilization was no problem at first, doctor noticed color of arc sign on the tyvek was different from former product. Doctor suspected this sign was marker of sterilization and green color indicated not enough sterilization

Manufacturer narrative:
An event regarding packaging damage involving a triathlon femoral component was reported. The event was confirmed. Device evaluation and results. Based on the visual inspection of the returned product it appears that this product was damaged due to inappropriate handling or storage during distribution. The returned unit carton shows extensive damage. It would appear that the carton was dropped from a height causing extensive damage to the inferior surface, which now bellows outwards. While it cannot be determined that there was a seal issue, it can be stated that the reported device and packaging was inappropriately handled. Medical evaluation not performed as the event is related to a packaging issue and there were no patient adverse consequences. Device history review for the reported lot determined that the device was manufactured and packed to specification. Complaint history review determined that there were no similar events reported for the lot. Based on the information provided, the investigation concluded that the damage to the device packaging was caused by inappropriate handling or storage during distribution. No further investigation for this event is possible at this time.

Event description:
When operation room staff opened a package, the staff noticed seal of tyvek was not enough. (Some gap was observed). Though doctor thought product's sterilization was no problem at first, doctor noticed color of arc sign on the tyvek was different from former product. Doctor suspected this sign was marker of sterilization and green color indicated not enough sterilization.